Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 85 mg/dl. Five minutes after the cgm reading was noted, the patient experienced a headache and dizziness. The patient was unable to take a fingerstick as their vision became blurry, and they could not see anymore. The patient asked their wife to call an ambulance. When a fingerstick was taken by the paramedics the blood glucose reading was 43 mg/dl. The patient was treated with glucose gel. After treatment the blood glucose reading was 60 and 160 mg/dl. No further treatment was reported to be needed and it was not reported that the patient went to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.